Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 591 mg/dl and ketones were present. Customer reported elevated bg was due to not being able to deliver a pump bolus and due to a urinary tract infection (uti). Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka) and uti. Healthcare provider identified ketones as being dangerous. Intravenous fluids, antibiotics and insulin were administered. Elevated bg, dka and uti were resolved with no permanent injury. Reportedly, customer was transferred to a care facility. Tandem technical support (cts) reviewed pump history with the customer and multiple incomplete bolus alerts were identified. Customer alleged the reported bolus issue was not related to the alerts. Cts reviewed pump data; no bolus deliveries found on (B)(6) 2019. Customer acknowledged the findings. Customer also reported while attempting to load multiple cartridges an "error" was received each time. Pump data showed multiple incomplete cartridge change alerts. Customer acknowledged load issue was likely related to the incomplete cartridge change alerts; however, was not completely sure. Multiple attempts were made by cts to follow up with the customer to confirm there were no additional issues; customer did not reply.